Manufacturer narrative:
Qn#(B)(4). The reported complaint of "persistent purge failure alarms" is confirmed based on the attached photo and service report. Replacing the interface block assembly resolved the issue. The product was not returned for investigation. Based on a review of the device history record (DHR), the product met specification upon release; however, the specifications were not met during the complaint investigation due to the alarm. The root cause of the complaint is undetermined. No further action required at this time. The reported complaint will be monitored for any developing trends.

Event description:
It was reported "persistent purge failure alarms". Additional information states that the pump therapy was discontinued due to the patient being stable without therapy. No patient injury or consequence reported. The patient's current condition is reported as "fine".

Manufacturer narrative:
(B)(4).

Event description:
It was reported "persistent purge failure alarms". Additional information states that the pump therapy was discontinued due to the patient being stable without therapy. No patient injury or consequence reported. The patient's current condition is reported as "fine".